Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise on the ventricular rate/sense and shocking channels. It is likely that pacing was inhibited; however, rhythm strips illustrating a pause in brady pacing has not been received. No clinical symptoms were reported. An invasive examination of the device system revealed that the associated shock terminal of the defibrillation lead had been reversed in the device header.